Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "clamp" of the transfer set was broken and disconnected from the set (main body separated from the twist sleeve). This was observed during use of the device on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye noted a broken occluder feet. The reported condition was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.